Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the pump and transmitter regained connection. Tandem technical support advised customer to monitor connectivity and to contact tandem technical support if the issue persisted. Customer did not contact tandem technical support regarding the reported issue.